Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a "ventilator inoperative" alarm condition. During further testing at the third party service center, the device's machine flow sensor cable was also replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device alarmed for a high priority alarm condition. The device's system board was replaced to address the issue.